Event description:
The physician attempted to place an esophageal stent last week that would not deploy and it actually separated around the handle area, for lack of a better description. Upon removing it, it was crimped in multiple places on the sheath that covers the stent. This product was to be returned, but we were notified by the distributor on june 12, 2024 that it will not be returned, therefore we are submitting the final report.

Manufacturer narrative:
It was reported that the stent would not deploy and separated around the handle area. It is hard to review suspected device's DHR because the serial no. Was not checked. Resistance can be felt due to pressure generated by patient's lesion during deployment. It can cause deployment failure if deployment is tried by force in this situation since outer sheath can be stretched and detached. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is impossible to identify the exact cause because the device was not returned. However, based on the description "the stent would not deploy and separated around the handle area", it is considered that delivery system was pressured due to patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure, in which concentrated the force, and causing kinking to occur. Therefore, it seems that strong resistance occurred and the outer sheath was detached in the end, resulting in deployment failure. This complaint is assumed that it was a malfunction of the device due to the pressure of the patient's lesion, there will be continued monitoring of the same or similar customer complaints.

Manufacturer narrative:
It was reported that the stent would not deploy and separated around the handle area. It is hard to review suspected device's DHR because the serial no. Was not checked. It is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The physician attempted to place an esophageal stent last week that would not deploy and it actually separated around the handle area, for lack of a better description. Upon removing it, it was crimped in multiple places on the sheath that covers the stent.